Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -18.0/4.5/092 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault with rotation. The problem was resolved. The cause is reported as unknown. Reportedly. "With a bigger lens exchange, patient is doing well and happy."

Manufacturer narrative:
Corrected data: d4: expiration date: add (B)(6) 2024. H6: medical device problem code: add code 2923. Claim# (B)(4).

Manufacturer narrative:
H3: product evaluation: lens returned dry in a microcentrifuge vial. Visual observation found the optic deformed and haptic broken. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).